Event description:
A materials manager reported following an intraocular lens (iol) implant procedure, the patient was unable to focus. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was unexpected refractive outcome. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).